Event description:
It was reported during surgery, when the surgeon tried final tightening, the hex of offset connector was wear on l1 right. He finished the surgery as it is, because the surgeon had difficulty turning the hex.

Manufacturer narrative:
Method: complaint history review. Results: the customer reported event of a trio lx small connector hex deformation intra-op could not be confirmed, since no device was made available for evaluation. The reported event resulted in a delay of 20 minutes. With no additional information or product being returned, the cause of the reported event cannot be determined. Manufacturing records could not be reviewed as no lot # information is available. Conclusion: the customer reported event could not be confirmed, nor could the cause of the event be determined, as the product was not returned for evaluation.

Event description:
It was reported during surgery, when the surgeon tried final tightening, the hex of offset connector was wear on l1 right. He finished the surgery as it is, because the surgeon had difficulty turning the hex.